Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic inguinal hernia plus an open umbilical hernia, the patient developed a seroma over the mesh site. The seroma was aspirated twice, and the case was completed. The patient was in hospital for three days following the initial aspiration for IV antibiotics, and then repeat aspiration about one week later. However, after 5-6 days, the patient developed an infection with mycobacterium goodii. The patient had to have a second operation to remove the infected mesh. This resulted to extended surgical time of more than 30 minutes. Also, the patient had to stay in hospital for additional four days on second readmission with drain to manage infected seroma. The patient will be on antibiotics for next 3-4 months.